Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the evening of (B)(6) 2013, she obtained an alleged inaccurate high reading of "178 mg/dl" with the subject meter. The patient is on insulin pump therapy. In response to the meter reading, the patient claimed she took a correction bolus and thirty minutes later she began to feel shaky and sweaty; symptoms she associated with a low blood glucose. The patient stated she ate candy in response to the onset of symptoms. At the time of the call, the patient mentioned that her dexcom (continuous glucose monitoring) had been steady for hours on that date. She mentioned that the line was "about 80-140." At the time of troubleshooting, the patient ran a control solution test on the subject meter and the control result fell within the specified test strip range. It is not known if the control solution test was performed with the same vial of test strips she reportedly obtained the alleged inaccurate high reading with. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.